Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small portion of the cartridge pigtail tubing at the luer lock had turned a dark hue of blue after 2 days of use. The customer had been using apidra insulin when this occurred and after switching the novolog, the discoloration has not reoccurred. There was no reported impact to the customer's blood glucose level.